Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [1000 mcg/ml] at a dose of 122 mcg/day. It was reported that the pump stopped after an MRI on (B)(6) 2018 at 11 a.m. And never recovered. The patient came into the clinic on (B)(6) 2018 and the nurse read the pump and noticed the pump was stopped and had been stopped for 289 hours and 31 minutes with maintenance codes 234 (tube set duration exceeded), 232 (pump motor stall), and 260 (alarm information invalid) noted. The event logs were attached to the report and showed the motor stall occurred on (B)(6) 2018 (date of MRI) at 11:12 with a tube set duration exceeded message on (B)(6) 2018 at 11:12. At the time of the report the issue was not resolved but pump was planned to be replaced. The patient status was alive with no injury. Additional information was received from a foreign hcp via a manufacturer representative on (B)(6) 2018. It was reported that the in terrogation on 2018 was the first check after the MRI had been performed (B)(6) 2018. It was noted that the patient had asked for a check, but as it was not planned it was not performed. Then the patient came to check up to outpatient clinic because of the increased spasticity. It was indicated that the pump allowed the change to programming but the report showed the stopped pump and the pump was not checked since. It was confirmed that the pump gave no alarm or signal, of which the patient would have been able to suspect the stopping. There were no other signs than increased spasticity. It was noted the dosage had been only 120 mcg/day since spring, and now the patient had increased clonus on limbs. The pump had been emptied now and no differences between the expected residual volume and actual residual volume were noticed before. The pump replacement was scheduled in the "first urgent group," expected timing in three to six weeks. The pump would be returned after the procedure. Photos of the programmer showing log events were included with the report and showed that a motor stall recovery occurred on (B)(6) 2018(date of interrogation) at 13:20.

Manufacturer narrative:
Additional information determined that medical or surgical intervention did not occur. Additional information determined that the device in this report did not cause or contribute to a patient serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that no other contributing factors for the increased spasticity were identified, and the dosage was also increased in the spring time; the dosage was increased by 10%. Pump replacement was no longer planned. Currently, the situation was okay, and they would come back to this issue later if needed.